Event description:
Pt admitted for elective aaa repair with intraluminal approach for repair and attempted insertion of stent. Mds unable to advance introducer up right iliac artery, so attempted insertion/advancement up left iliac artery. Introducer would not advance any further. Pt developed hypotension and blood loss noted and was taken to or emergently. Acls begun with defibrillation, but unsuccessful. Pt expired.